Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: detached portion of the foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "the posterior foot of the device (anchor) broke and remains in patient. The patient is under observation and doppler will be done. It was not reported how hemostasis was achieved. No additional information was provided.